Event description:
As reported, during an angiovac procedure, the patient experienced a tear/ puncture in the right ventricle outflow tract. The chest was cracked the tear was surgically repaired. No further damage or complications were noted. The patient's current condition is "fine." The used angiovac device was discarded by the hospital.

Manufacturer narrative:
Although the device used in the reported event has been discarded by the hospital and will not be returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).